Manufacturer narrative:
The customer¿s report of a leak from a texium secondary set was not confirmed. No damage or anomalies were noted on visual inspection. No abnormalities noted on microscopic inspection of the secondary distal texium luer . Functional and pressure testing found no leaks. The root cause of the customer's report of a leak from a texium secondary set was not identified.

Event description:
The customer reported a leak at the engagement between the IV tubing and the texium bonded luer while infusing carboplatin as a secondary infusion; dosage and rate not specified. The primary line was infusing 0.9% nacl with (B)(4) and magnesium 2g at a rate of 500ml/hr. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: baxter 500ml bag of 0.9% nacl injection ndc 0338-0049-03, lot y203794, exp sep 2017; baxter 100ml bag of 0.9% nacl injection ndc 0338-0049-48, lot p350132, exp nov 2017; baxter 250ml bag of 0.9% nacl injection ndc 0338-0049-02, lot y200469, exp nov 2017, therapy date (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak from a texium bonded secondary set at the texium connector during an infusion of carboplatin , dosage and rate not provided. The leak occurred during an active infusion. Although requested, additional information has not been provided; there was no report of patient harm.

Manufacturer narrative:
Correction on initial report: disregard lot #, expiration date & device manufacture date